Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the heart rate of the patient was maintained at 40 beats per minute with an electronic sphygmomanometer and the usual rate was more than 60 beats per minute. The device remains in use. No patient complications have been reported as a result of this event.